Event description:
It was reported that the patient underwent a dental procedure in (B)(6) 2023 that required stopping anticoagulation. The patient experienced significant post-procedure bleeding that caused a delay in reinstituting warfarin. It was noted in late march that the patient's lactate dehydrogenase was 1000, however, all other pump parameters and labs including plasma-free hemoglobin were normal. There were no log files downloaded for analysis and no ramp study was done. The patient underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2023. Upon explant, there was a visible ring thrombus around the outflow stator, images were provided. The exchange was successful and the patient is currently recovering. The exchanged pump will be returned for evaluation. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
B3: event date was estimated: manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of pump thrombosis. Additionally, a direct correlation between the device and the reported event of bleeding could not be conclusively established through this evaluation. (B)(6) was returned assembled with the driveline (dl) cut approximately 2" of the pump housing. Approximately 9.5" of a middle portion of the dl and approximately 26¿ of the distal portion of the dl were also returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inflow conduit flex section was returned cut into two portions with the distal portion detached from the inlet elbow. The inlet elbow was returned detached from the pump's inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The outflow graft attachment, bend relief, and bend relief collar were also returned detached from the hardware. The apical sewing ring was not returned. Examination of the blood tube/rotor inlet revealed a thrombus formation adhered to the rotor¿s bearing ball. The thrombus formation appeared to have formed in laminated layers and also revealed areas of denaturation, indicating that it developed in this location over an undetermined period of time while (B)(6) was supporting the patient. Although a specific cause for the formation of this thrombus could not be determined, it could have contributed to the reported increase in the patient's lactate dehydrogenase levels. Visual examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of any additional developed depositions or thrombus formations. Upon removal of the observed deposition, the device disassembled and cleaned. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis and bleeding as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range as well as how to respond in the event that there is a risk of bleeding. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.